Event description:
First noted on (B)(6) 2011, what appeared to be large "crystals" depositing in the drains of our disinfecting processors. Aldahol, the high level disinfectant required by the MFR, was changed. Further investigation revealed that the aldahol activator bottles all contained large "crystal" formations. All subsequent shipments to date are noted to contain these large, yet varying in description "crystals." Dates of use: (B)(6) 2011 -currently using.